Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One unused 6fr glidesheath slender sheath, dilator, guidewire, and needle were received for product evaluation. Visual inspection revealed that there was no damage or deformities. The guidewire was inserted into the returned needle and successfully went into the needle cannula without issue or resistance. Measurements were taken of the guidewire and the diameter throughout the guidewire, including the end welds, was 0.51 mm which was within specifications of 0.51-0.54 mm. The inner diameter of the needle was measured at 0.56 mm and was in specifications. The guidewire end welds were viewed under microscope and no damage, deformations, or uncoiling was observed. All components were mated together successfully. The guidewire inserts into the needle without issue. The dilator mates with the sheath successfully and the guidewire can be inserted into the dilator without issue. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. An unused device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 1118880-2019-00267.

Event description:
The user facility reported that the doctor had issues with the involved glidesheath; the wire was getting hung up in the needle. This happened a couple of times. The patient's condition was stable, and the procedure was successful. The estimated blood loss was less than 250cc. The issue was noticed at access. There were no other devices or equipment used with the reported product. Additional information was received on 13sep2019. The procedure was a left heart catheterization. The damage was noticed on the wire; it was hanging up in the needle. They tried a second glidesheath and had the same problem. They tried a third glidesheath of a different lot number and expiration, which worked fine.